Event description:
It was reported that the cannula broke inside the portex tubes blue line ultra (blu) tracheostomy tube. A photograph of this issue was provided. No death or serious injury was reported in connection with this incident. Medical intervention was not necessary in this case.